Manufacturer narrative:
A kci rep who met with the physician indicates that the physician stated that the autopsy demonstrated a friable anastomotic site that had broken down, causing the bleeding which led to the patient's death. The physician further stated that the bleed was catastrophic and even if it had happened while the patient was hospitalized it was unlikely intervention would have been successful. The physician also indicates that the site was under the flap, isolated from the v.a.c. Dressing and stated again he did not feel v.a.c. Contributed to the bleeding and ultimately the patient's death. The device was returned and evaluated by kci quality engineering and found to be operating according to specifications. Although the physician stated that v.a.c. Therapy did not contribute to the bleeding and ultimately the patient's death, we are reporting this pursuant to kci's current policy - "without regard to whether the kci product may have caused or contributed to a death or serious injury, any report of death or serious injury due to hemorrhaging of a wound receiving a v.a.c. Therapy will be reported."

Event description:
The patient was receiving v.a.c. Therapy on a right groin wound following femoropopliteal bypass surgery. A muscle flap was placed over the anastamosis, the flap was closed and v.a.c. Therapy was placed on the closed surgical wound. The patient was in the hospital since 2007. The patient was discharged home on v.a.c. Therapy. During the patient's recovery, the surgical site developed an infection. The patient's anastamosis site failed, the patient exsanguinated and died. The treating physician does not believe v.a.c. Had anything to do with the event; the patient dehisced his anastomosis because of a bad organism. The treating physician did not know what the organism was.